Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to excessive wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the compact air drive device motor was seized, jammed and heavy moving. It was also noted that the device failed pre-test for general condition, attachment coupling with attachments, reverse locking mechanism, air hose coupling, air leak, function of soft mode switch (safety system), triggers for forward and reverse mode, untrue running, excessive noise and power with test bench (minimum 110 to 160 watt). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.